Manufacturer narrative:
Device evaluation: analysis of the returned device identified: a curved opening on anterior, posterior and radius, yellow particles and fold creases. A leak test and microscopic analysis were performed which identified a sharp opening on valve bond edge and a striated opening on the posterior. The fill test inspection was performed and the result was no blockage. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening, and a striated opening on posterior due to surgical damage consist in the use of some surgical tool. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.